Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of (B)(6) mg/dl was entered into the pump on (B)(6) 2018. Immediately following, the customer delivered a food bolus for 26 grams of carbohydrates without entering current bg level. A partial cartridge change sequence (tubing fill and cannula fill) were completed on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. It is possible the customer transposed the bg and carbohydrate values on the bolus screen. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose. However, the exact value was not provided. Reportedly, the customer declined troubleshooting.